Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was shutting down earlier than it was supposed to. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The event date, surgeon, and lot number are unknown.